Event description:
The user facility reported that the tracheostomy tube was in use with a pt for 1 day when the cuff was observed leaking. No adverse effects to the pt were reported.

Manufacturer narrative:
Device eval: smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the eval once it is completed.